Event description:
During a transfer from a bed to a wheelchair, a resident fell between the side of the bed and the lift, hitting the leg of the lift. Superficial bruising was sustained (taken to ER, x-rays negative) and there was no reported failure of the sling.